Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a customer received a result of 545 mg/dl on their blood glucose meter. The customer immediately performed two additional tests using the same meter and strips getting the following results of 352 mg/dl and 181 mg/dl. During the call to customer support, it was revealed that the customer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the customer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.